Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the right common femoral artery was tortuous but able to capture a temporary pacing wire. The right radial was used for pigtail access to the non-coronary cusp. The valve load was confirmed via fluoroscopy. A 22-millimeter (mm) non-medtronic balloon was used through the left cfa to pre-dilate the native valve via balloon aortic valvuloplasty (bav). On the first attempt, the balloon was incorrectly positioned too high and missed the annulus. The balloon was partially inflated above the annulus. The mispositioned balloon was able to be observed before the balloon was fully inflated. The balloon was repositioned, and the second attempt inflation was successful. The patient tolerated the bav with no hemodynamic changes. The delivery catheter system (dcs) was accessed via the left common femoral artery (cfa) with a 14f dry seal sheath. The first attempt to place the valve via the left cfa was unsuccessful. The physician elected to use an 18f sheath in the left cfa. The dcs was positioned for deployment. With a cusp overlap view of rao 20 and cau 30 and with pacing at 140 beats per minute, the valve was partially deployed. On the first deployment attempt, the valve dislodged and was recaptured. The physician elected to bring the dcs down to the descending aorta and rotate the catheter 90 degrees and re-approach the annulus. The same deployment view and pacing were utilized. The valve was assessed for depth and coronary perfusion at 80% deployment. At a depth of 3-5 mm and left and right coronary perfusion was confirmed. The valve was deployed in this position and the dcs was retracted into the descending aorta. An echocardiogram identified plus moderate paravalvular leak (pvl) near what appeared to be the left cusp. The dcs was removed from the patient and a post bav with a 24 mm non-medtronic balloon was performed with rapid pacing to 180 bpm. The inflation was performed by hand with a 60 cubic centimeters (cc) syringe. The duration of the inflation was not recorded. Following the bav, a transthoracic echocardiogram (tte) was performed and it was determined that the pvl had been mostly resolved. A short moment after the tte was performed, the blood pressure dropped to approximately 40/30 millimeters of mercury (mmhg). Additional echocardiogram identified a large pericardial effusion and what appeared to be a large dissection in either the right or non-coronary sinus extending above the sinotubular junction. Cardiopulmonary resuscitation (CPR) was performed, however, the patient died. The cause of death was annular rupture and pericardial effusion. Per the physician, the dcs did not cause or contribute to the dissection, effusion or death and was unsure if the valve caused or contributed to the death. The physician believed that the post-implant bav was the most likely cause of the dissection.